Event description:
It was reported that the arterial catheter was placed in 2005. The next day blood was noticed at insertion site and line was discontinued. Upon removal, catheter tip was missing. X-ray of forearm, left wrist & hand taken. The following day a surgical exploration of site was performed and foreign body was not located. The next day a surgical left radial artery exploration was performed to remove retained piece. Two days later a left radial artery bypass, decompression of anterior compartment was performed of fasciotomy due to pt's complaint of numbness in his hand and due to lack of pulse in pt's hand. Pt was discharged on unknown date. There were no associated pt complications reported. Without a sample or lot number, further evaluation is not possible.